Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was performed, and the displacement test failed. The insulin pump did not belong to the customer using it, so the customer stated that she will notify the owner of the incident. Nothing further was reported.